Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an ¿upstream occlusion¿ alarm, that was preventing flow of levophed in a spectrum infusion pump. During a levophed infusion, the pump alarmed upstream occlusion which prevented the flow of levophed. This allegedly resulted in the patient¿s blood pressure (bp) decreasing. The patient¿s systolic blood pressure was found to be 60. The levophed was increased and patient was placed in trendelenburg. The patient¿s bp slowly restored back to baseline and the levophed ¿eventually settled out at original rate.¿ no further information was available at the time of this report.

Manufacturer narrative:
Additional information: h6, h11 h11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.